Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the device would be necessary. Re-implantation is planned but not scheduled yet.

Event description:
The user's hearing with the device is affected. Re-implantation is planned but not scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. He was implanted 2 years ago and reported sound intermittencies, which have increased in frequency over time, and which are now bothersome. Imaging will be done and re-implantation is expected. There are concerns regarding the transition on the device.

Event description:
The user's hearing with the device is affected. The user has been reimplanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent breakage of the coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.